Event description:
The customer reporting during an endoscopic biliary lithotripsy procedure using a single use mechanical lithotriptor v, while inserting the lithotriptor into the bile duct and tightening the handle during crushing, the sheath on the proximal side broke and the basket got stuck. The surgeon attempted to use the emergency handle, but it didn't work, so the scope was removed and reinserted, and then the incarcerated basket wire was pulled out using biopsy forceps to complete the procedure. There were no adverse effects as a result of this occurrence.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The investigation is ongoing. As a result of device evaluation, it was determined the bile stone was temporarily incarcerated in the patient's body, but the incarceration was released and the crushing tool could be successfully removed. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, due to factors such as the size, hardness or shape of the calculus, a load beyond the resistance strength might have been applied to the product during the lithotripsy. As a result, the basket wire was most likely broken. The root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: · do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break, and part of this instrument may remain in the body. · use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotriptor bml-110a-1. · a lithotriptor cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages shown in chapter 5, ¿emergency treatment¿ may occur. Use the lithotriptor by considering that it may lead to damaging the instrument and that open surgery may have to take place. · this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g., basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected. · during lithotripsy, keep the portion from the coil sheath to the bml handle straight in line with the scope¿s biopsy valve, as much as possible. If not straight, the coil sheath may bend, calculus may not be crushed, and/or the instrument with calculus engaged may not be removed from the body. · do not rotate the bml handle knob abruptly. This instrument may break, and/or calculus may not be crushed. Also, the instrument with calculus engaged may not be removed from the body. H4: the device was manufactured in january, 2022...however, a specific date was not identified. Olympus will continue to monitor field performance for this device.